Manufacturer narrative:
Upon visual inspection of the cycler, it was discovered that the gasket behind the front panel bezel was hanging approximately 1/4 inch onto the front panel. This did not obstruct the view or the functionality of the touch screen. There were no indications of dried fluid within the cassette compartment underneath the mushroom heads. The exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. There were no fluid leaks in the test cassettes during the treatment tests, and the reported complaint symptom of iipv was not reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The reported complaint symptom ¿not draining (no alarm)¿ was not reproduced during testing. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The cycler passed the mushroom head checks. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient nurse (pdrn) reported not draining and reported being swollen due to being overfilled with fluid. Fill 2: 2,496ml, drain 2: 1,854ml, fill 3: 2,496ml, drain 3: 4,543ml , fill 4: 2,496ml, drain 4: 1,768ml. The reported drain volume of 4,543ml was 182% of the prescribed fill volume which resulted in a reportable device malfunction. The patient did not report receiving medical intervention and reported completing the treatment with continuous ambulatory peritoneal dialysis (capd).